Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct date of surgery is (B)(6) 2009; not (B)(6) 2009 as previously reported. Per patient's surgeon, the device was explanted due to infection. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011. The device was explanted on (B)(6), 2009. It is unknown whether the patient was reimplanted with another device. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.